Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4).

Event description:
It was reported during a unknown procedure that while using the offset cup impactor, after the surgeon hit the cup into place, he went to unlock and then unscrew the blue knob, but the knob wouldn't turn to unlock. The surgeon had to use a pliers in order to turn it. The surgeon eventually got it loose, but there was a small fragment of metal that came off. This fragment was retrieved from the patient. The device was not cross threaded into the cup. There was a surgical delay of 5 minutes. Since the surgeon had to turn the blue knob so hard there was damage that was done to the instrument after it came out of the wash. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was not returned to greatbatch for evaluation. The customer has indicated that the device is unavailable for return. A manufacturing review was performed and revealed no discrepancies. Therefore, the reported event cannot be confirmed nor is the cause of the reported event known. No further investigation is required. Not returned to manufacturer.